Event description:
Boston scientific received information that during the one day post-implant follow-up, this right atrial lead was confirmed dislodged. The physician elected to reprogram the system to vvi; no surgical intervention was performed and no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.